Manufacturer narrative:
The reported event of programming discrepancy file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 3/05/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 3/06/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for pcu dome tape recall, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported the midazolam infusion and syringe pump module were scanned prior to changing the IV line. The midazolam infusion details were sent to the syringe pump, confirmed by two registered nurses, and started. One of the registered nurses noted the pump was infusing at 38 ml/hr instead of the intended 0.5 ml/hr and that oxacillin was now programmed on the pump (oxacillin was the last med given on the pump and had been disassociated on 6/26 at 22:31:18). The midazolam infusion was stopped and reprogrammed correctly prior to attaching the IV set to the patient. There was no report of patient harm.